Event description:
It was reported that the user experienced difficulty inserting a cartridge into the ilet and connecting the ilet connector while using a cd infusion set; the issue resolved after performing a rewind, inserting the cartridge successfully, and replacing the connector, though the user went through three cd sets during the change. Investigation of this case revealed user difficulty with cartridge insertion and connector engagement, consistent with an interaction issue between the infusion set and connector that was resolved with proper rewind procedure and use of a new connector. No symptoms or other clinical effects during the event reported. Outcomes included successful completion of the set change and shipment of replacement cd sets and connectors via standard shipping. It was concluded, based on previously established findings for similar reports, that the cause was use-related handling during set and connector change.